Manufacturer narrative:
Pump was received with no button response due to flattened esc and act buttons dome switch (no creased). Inspected j2/lcd connector and no unlocked connector noted. Unable to verify motor error alarm, excessive no delivery alarm or perform the self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to button keypad anomaly. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 354 mg/dl at the time of the incident. The customer stated that the drive support cap was flush. Customer also reported to have experienced a high blood glucose of 400 mg/dl due to she ran out of insulin. Customer treated with insulin pump and declined high blood glucose troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.